Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear biohazard bag. No lot number was returned with the device. Our laboratory evaluation of the product determined that the clip arm/jaw was missing. The device was returned in a coiled position and one clip jaw was missing from the deployed clip. The missing clip jaw was not included in the return. Upon further inspection under visual magnification, it could be seen that one clip jaw was missing however the nitinol strips were still present. A function test was not possible, due to the condition of the device. The device was returned to the supplier for further evaluation and the following was provided, "the device was provided incomplete. The clip was detached from the drive wire, one of the jaws were missing, and the cath attach was detached from the housing. No other anomalies were noted. Functional evaluation of the device was limited due to its current state. The handle was actuated to monitor if the drive wire was able to be pushed forward and retracted back successfully. The drive wire completed the test successfully. No other tests were performed. Based on the visual and functional evaluation of the device the reported complaint that the clip detached from the drive wire is correct. Due to the current state of the device it is unknown how the device failed. The tabs on the coil cath are confirmed to be crimped and the drive wire shows no signs of material loss." The lot number was not available and therefore a DHR review was not performed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. The supplier provided the following, "device history record could not be reviewed as lot number is unknown. Visual evaluation of the device confirmed the customer's complaint. A limited functional evaluation of the device was performed due to the state of the returned device. Root cause could not be determined." Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
A cook instinct plus endoscopic clipping device showing evidence of use was received with unrelated complaint devices from a user facility. This clip was missing one of the clip arms. Further details were requested of the user facility on the nature of the event with this clip; however, no information was available from the user facility. Our attempts to collect additional information regarding patient outcome were unsuccessful. If further information is received regarding the event, the patient outcome, or the locating of the missing portion, a follow up report will be sent.